Event description:
It is reported that the device was implanted in 2001, and revised in 2009. Patient has experienced two dislocations of the knee. During surgery, the articular suface was removed and the screw sheard off at the threads. Surgeon was able to retrieve the threaded portion and surgery was delayed 30 minutes. Only the screw was returned for evaluation.

Manufacturer narrative:
Evaluation summary: sem analysis of the returned locking screw exhibits that the fracture surface showed shear and tensile dimples as the micro-mechanism of fracture indicating that the fracture occurred due to overload torsion. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing anormalities could be detected by either method.